Manufacturer narrative:
Customer has indicated the complaint sample will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device, an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint information provided by (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the handle broke at the coupler junction. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned greatbatch for evaluation and the reported event was confirmed. The returned instrument power coupling adaptor has broken off of the hudson coupling shaft. The power coupling adaptor has a large fatigue fracture surface area suggesting the device has experienced a significant amount of use from wear and misuse. A manufacturing review was performed and there were no discrepancies found. No further investigation is required.